Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A customer reported that the first three surgeries on that day were performed without any issues, but during priming for the fourth case. The fms (fluid management system) was replaced and adv. 163 was restored, and surgery was initiated. But aspiration did not possible during the "prephacoemulsification" step. No error message displayed. After the tip and handpiece were replaced, advisory 183 occurred during the activesentry handpiece test. An inspection of the handpiece revealed no problems. It was believed that 183 was caused by a settings/authentication error. Two turbid active centurion (cen) fms¿s in the tray were visually inspected. The drain bags were detached from the covers of the cassettes due to saturation. The drain bag tapes were securely adhered on the covers. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fittings at the aspiration tubing insertion end. The product was tested using the centurion console with the current software per procedure. The products primed and tuned with a sentry handpiece successfully. No system message code displayed on console screen. The products could be recognized, and the service data could be retrieved from the console. The product functioned within specification per procedure. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified, all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received; the investigation was unable to identify the root cause or origin of the reported event as the product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the system message was displayed, and aspiration was not possible at pre-phaco (phacoemulsification) step during surgery. The surgery was completed on the same day after replacing the product with another one. The procedure type was unknown. There was no patient impact. This report pertains to the cassette involved in this reported event.